Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a low glucose alert and confirmed a blood glucose of 50 mg/dl; the user treated with oral glucose including orange juice and vanilla wafers, and consecutive glucose readings rose from the 40s to over 100 mg/dl with improving trend arrows. Symptoms included lightheadedness and dizziness consistent with hypoglycemia. Outcomes included no lasting health consequences or impact, and the user reported feeling better and able to self-manage. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.